Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an ultrasound was used and found that there was some fluid in the area of the ins so they drained the fluid. They were able to get the insr to connect to the ins with two coupling bars after that. The caller indicated that the ins is sitting in a location where the patient bends and the patient has been wearing an abdominal binder. The caller indicated that when the revision was completed they moved the ins up to or above the level of the pocket incision and it seems like the ins is a little below the incision now. The caller also noted that they were able to palpate and feel two edges of the ins but could not feel all of the edges of the ins.